Event description:
On (B)(6) 2012, it was reported that this vns patient had passed away on (B)(6) 2011. No additional information was available. A copy of the patient's death certificate was received on (B)(6) 2012. The certificate confirmed the date of death to be (B)(6) 2011. The cause and circumstances of death were provided as anoxic brain injury, cervical fracture, and fall. A sudep evaluation was performed. The death event was reviewed, and with the available information, was determined not to be sudep. Per the death certificate, the patient died in a hospital due to anoxic brain injury, cervical (c2) fracture, and fall. The patient was in a poor state of health at the time of death, and the death was likely witnessed as the patient was hospitalized. No autopsy was performed. A battery life calculation was performed. At the time of death, the result would have been 0.65 years to eri=yes. The patient's last known diagnostics were from (B)(6) 2010, and the last available settings were from (B)(6) 2010.

Manufacturer narrative:
Analysis of programming history.